Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. The one step electrode set (lot # 4908) was returned. The reported malfunction was observed and attributed to a loose shorting pin. Analysis of failures of this type has not identified an increase in trend.